Event description:
Boston scientific rec'd information that following implant of this pacing system, this pt complained of chest discomfort. An x-ray and echocardiogram were both unremarkable for any issues and diagnostic testing produced appropriate results. Two days later, the pt was still experiencing pain and a pericardial effusion was revealed due to a suspected perforation. A revision procedure was performed and the physician elected to reposition both of this pt's dextrus leads. An echocardiogram following the procedure showed no further issues. This event will be re-evaluated if additional information is rec'd.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.